Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, a visual inspection of the pump revealed moisture corrosion observed in the battery compartment. A leak test was performed and a leak in the battery compartment was found. The pump was opened and evidence of moisture corrosion was found on the transceiver board.